Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges: "customer stated the nebulizers are leaky." Defect was discovered prior to use on a pt during inspection/functionality testing. No pt injury reported.